Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) for co2 on the day of event occurrence were within acceptable range. The ccc specialist determined that qc for level 1 and level 2 were high on (B)(6) 2018 and (B)(6) 2017 respectively. The repeat qc was within acceptable range. The customer ran patient correlation between s/n: (B)(4) and alternate dimension vista instrument, which was acceptable. The customer stated that there was no further issue and they did not require service. The cause of the discordant, falsely elevated co2 results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500 instrument. Additionally, there was an increase in anion gap. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.